Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported having a problem with the device, that the doctor "tried to raise the defibrillator speed" and it "wouldn't hold." It was further reported the patient has heard that they have atrial fibrillation. The device remains in use. No patient complications have been reported as a result of this event.